Manufacturer narrative:
Allegations related to device has a fluid leak and mechanical issue were reported. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. The product record review indicated reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a rupture in the pump which caused a leak in the cylinder tubing. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a rupture in the pump which caused a leak in the cylinder tubing. A patient outcome of stable was reported.